Event description:
It was also mentioned by dr (B)(6) that the st jude lead is an rv lead with sn: (B)(6). Currently researching on the correct information . Patient will receive an updated /dc once done. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).